Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the infusion set cannula is bent. Customer's blood glucose at time of incident was unknown. Customer was assisted with reservoir setup on pump and priming. Customer was also assisted with bolus wizard and explained active insulin and manual bolus. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 589 mg/dl. Customer declined to troubleshoot of high blood glucose and bent cannula stating that wife most like did not insert site correctly because of dementia.